Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functionality testing, as the monitor was unable to perform a baseline. Upon investigation, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the monitor malfunction caused or contributed to the patient's death. Monitor was fully functional and able to obtain an ECG signal and deliver a treatment during use in the field.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. The patient received 11 defibrillation shocks prior to passing. It was reported that ems was called to the scene and initiated CPR. The lifevest detected two arrhythmias (vf) at 19:58:21 and 19:58:59, respectively. The arrhythmia detections were not sustained long enough for the lifevest to deliver a treatment. A third run of vf was detected at 19:59:58. The lifevest deployed gel and delivered a treatment at 20:00:43. The post-shock rhythm was asystole transitioning to vf. The lifevest delivered a second shock at 20:01:14 during vf. The post-shock rhythm was asystole transitioning to vf. The lifevest delivered two more shocks while the patient was in vf at 20:01:46 and 20:02:18. The rhythm did not convert, so another shock was delivered at 20:02:40. The post-shock rhythm was asystole with motion artifact. The lifevest detected another arrhythmia (vf with CPR artifact) at 20:04:24. A sixth treatment was delivered at 20:05:27. The post-shock rhythm was asystole transitioning to vf. While the patient was still in vf, the lifevest delivered three more shocks at 20:06:01, 20:06:34, and 20:07:05. Following the 9th treatment, the patient's rhythm converted to asystole. A 10th treatment was delivered at 20:07:30 while the patient was in asystole. The post-shock rhythm was asystole transitioning to vf. An 11th treatment was delivered at 20:10:54 while the patient was in vf. The post-shock rhythm was asystole. Per the patient's continuous ECG recording, the patient remained in asystole with CPR/motion artifact from 20:41:37 until the time that the electrode belt was disconnected at 21:50:10. Asystole is considered a non-treatable rhythm by the lifevest. Further monitoring of the patient's rhythm was not possible due to device deactivation. Post-shock asystole is a known potential outcome of defibrillation.